Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
Philips has been reported that there was a loss of power in the cathlab room. The facility and image biomedical came to the room and found that the main breaker was tripped along with the ups breaker. After they reset the breakers and turn the system on, the system came up and they were able to do x-rays. A patient undergoing an elective cardiac procedure had coded 30 minutes prior to the loss of power to the system. The staff followed protocol applying resuscitation but the patient passed away in the cathlab. Philips is conducting an investigation of the reported issue.

Manufacturer narrative:
Philips investigated this complaint. The analysis of the log files showed that the system was working within specification before the incoming power loss and after the incoming power loss when the system was restarted. The analysis by the ups supplier indicated that the power outage was due to the emergency power off being engaged.